Manufacturer narrative:
Concomitant medical products: 7121 lead, implanted: (B)(6) 2010; 5867-3m adaptor, implanted: (B)(6) 2015; dtmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.